Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high defibrillation impedance. No resolution taken. The patient was stable throughout.